Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that approximately 20 minutes after inserting the intra-aortic balloon (iab), the console generated a fiber optic sensor failure alarm. It was noted that the alarm occurred as they were taking the patient off the table. The physician was advised on using the inner lumen to gain an arterial pressure (ap) waveform via a transducer. The physician was not interested in obtaining an ap in that manner or a peripheral ap. The customer stated they were going to insert a new iab, though it was reviewed that it was not necessary. It was later reported that the new iab was functioning as expected. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period sep-19 through aug-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).